Manufacturer narrative:
On 12-oct-2015 conmed received a small broken piece of the genesys matryx 9.0x25mm interference screw for evaluation. A visual inspection found only the tip was returned and the broken portion exhibited a melted like deformity. The exact cause of screw breakage and postoperative infection cannot be determined. However, based on the deformity of the returned broken portion, it is believed that the reported incident might be related to surgical techniques and proper selection and placement of the implant. This lot was manufactured on 10-jul-2014 in a lot of (B)(4) units (B)(4). A review of the device history record showed, there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported breakage/post-operative infection. There were no other complaints received for this item and lot number combination. In addition, a 2-year review of the device complaint history showed other than this alleged incident, there has been only one other report of "post-operative infection". The IFU listed infections, both deep and superficial under adverse events. This reported problem is addressed in the product's risk document, and the safety risk has been found to be acceptable. The genesys matryx interference screw is a single use biodegradable implant intended for use in interference fixation of soft tissue and btb grafts in anterior and posterior cruciate ligament reconstructions. The risk of device breakage and post-operative infection after a surgical procedure always exists. Aorn/good clinical practice would include examination and verification of the sterile packages for integrity and expiration dates before use. To reduce the risk of injury to the patient, the product's IFU provided the following contraindications and warnings: contraindications: in sufficient quality and quantity of bone for attachment of graft. Blood supply limitations and/or previous infections, which may tend to retard healing. Foreign body sensitivity to the implant material (where the material is suspected, a test should be made prior to implantation to rule out sensitivity. Patients with active sepsis. Conditions which tend to limit the patient's ability or willingness to follow directions during the healing period. Warnings: a surgeon should review the instructions for use and become familiar with the required operating procedures before utilizing this device. Until ligament healing is complete, all fixation achieved with this screw should be considered as only temporary, and may not withstand weight bearing or other unsupported stresses. Premature bending, loosening, fracture and/or migration of the screw may result from early stress and activity. Appropriate immobilization/controlled mobilization should be used until clinical determination of ligament healing. Preoperative and operating room procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this fixation device. It is recommended that interference screws and related insertion instrumentation be available in the event of complications during implantation. The screw must be fully inserted below the cortical surface to avoid protrusion and soft tissue irritation. Improper insertion technique may cause breakage of the screw and/or driver or premature failure. The surgeon who implants this screw must give the patient appropriate instructions for postoperative care and rehabilitation in order to prevent premature load bearing and other complications. The patient should be advised that the product materials may cause allergic reactions including, but not limited to: foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. Any decision to remove the fixation device during a second procedure must take into consideration the potential risk to the patient of an additional surgical procedure. Implant removal must be followed by adequate postoperative management.

Event description:
The international distributor in (B)(6) reported that the patient underwent an arthroscopic acl surgery with anatomic technique hamstring grafts on (B)(6) 2014, and a genesys matryx 9.0x25mm interference screw was utilized by the surgeon to secure the graft. The surgery was completed according to plan with no problems or complications reported. However, the report further indicated that during post-op examination, the patient's leg became infected and that the knee extension was reduced. Because "the patient's leg was swelling", on (B)(6) 2015 the surgeon elected to perform a second surgery and found part of the screw was broken. The loose/broken part of the screw was removed. The surgeon reported that he did not know the screw was broken until he performed the second surgery. Additional information received from the surgeon indicated that the patient is walking with extension problem "short about 15 degree and flexion <90 degree".